Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated fields: d8, e4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicate that the product was manufactured, tested in accordance with all applicable procedures, and met all final product release criteria. The device was returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event was not reproduced during the service inspection, and no other device problem was found. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the electrosurgical generator esg-400, displayed an e433 error. The issue occurred during a turp therapeutic procedure. There were no reports of patient harm.